Event description:
It was reported that a during a regular remote device data review, under-sensing was noted from this right atrial (ra) lead, as the intrinsic atrial signal was regularly below the fixed sensing rate of 1 mv. All the other lead measurements were stable. This information was transferred to the patient's monitoring healthcare provider for assessment. Recently, during a scheduled device data review, additional atrial under-sensing was observed. It was recommended to review this data in-clinic at the next follow-up appointment. At this time, the ra lead remains implanted and no adverse patient effects were reported.